Event description:
It was reported that the customer experienced many highs, then the infusion set was changed and the glucose level dropped. The customer went for a walk and the glucose level went up to 20.4mmo/l. No alarms and no deliveries noted. Based on the customer dissatisfaction the doctor recommended returning the device. It was stated that the rep who set up the insulin pump noticed something strange was going with the device, but the rep could not figure out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.